Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the rn was performing administration as per policy, when the ng tube began to leak at y-site of the two purple ports. The ng tube had to be removed and a new one inserted. There was no patient injury reported.